Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol devices used to treat the patient. Additional information has been requested. No sample has been returned for evaluation. Based on the information provided at this time, no conclusions can be made. Without a lot number a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. This emdr is submitted to represent the alleged bard mesh used to treat the umbilical hernia (mesh #1). An additional emdr was submitted to represent the bard mesh used to treat the ventral hernia (mesh #2). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
As reported by the patient's wife in 2008 the patient was implanted with two bard ventralex hernia mesh devices, one to repair an umbilical hernia (mesh #1) and another to repair a ventral hernia (mesh #2). As reported the patient began to have pimple like bumps in the umbilicus that appeared to have "plastic protruding" from them, but as reported the patient was not able to grasp anything from under the skin. In (B)(6) 2017 the patient underwent a CT scan of the abdomen to asses concerns of constant pain and regarding the mesh that is reported to have been "protruding" from the abdomen. On (B)(6) 2017 the patient underwent additional surgery to remove the "migrating mesh". As reported upon explant the mesh was noted to be "wadded up" and that both mesh appeared to be stuck together in the wadded up ball. The patient returned to the hospital 14 hours after the explant procedure due to a bowel obstruction and underwent an additional surgery on (B)(6) 2017 to relieve the obstruction. As reported, the patient had an eleven day hospital stay and continues to recover from the surgeries and has not fully healed.

Manufacturer narrative:
This is an addendum to the initial emdr to document review of provided medical records: the patient's wife has alleged that the mesh had migrated and that upon explant both mesh appeared to be stuck together in the wadded up ball. The medical records provided do not support this allegation. The medical records do not indicate that both mesh were explanted, nor is there indication of migration or deformation of the explanted mesh. Based on the anatomical location and description of the mesh removed, it appears that only the large ventralex hernia mesh (mesh #1) was removed completely during the revision procedure for treatment of the erosion. Based on a review of the medical records provided there is no way to determine the cause for the erosion. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided, a supplemental emdr will be submitted. This emdr is submitted to represent the mesh used to treat the supraumbilical ventral hernia (mesh #1). An additional emdr was submitted to represent the mesh used to treat the incarcerated epigastric hernia (mesh #2).

Event description:
As reported on (B)(6) 2018: as reported by the patient's wife in 2008 the patient was implanted with two bard ventralex hernia mesh devices, one to repair an umbilical hernia (mesh #1) and another to repair a ventral hernia (mesh #2). As reported the patient began to have pimple like bumps in the umbilicus that appeared to have "plastic protruding" from them, but as reported the patient was not able to grasp anything from under the skin. In (B)(6) 2017 the patient underwent a CT scan of the abdomen to asses concerns of constant pain and regarding the mesh that is reported to have been "protruding" from the abdomen. On (B)(6) 2017 the patient underwent additional surgery to remove the "migrating mesh". As reported upon explant the mesh was noted to be "wadded up" and that both mesh appeared to be stuck together in the wadded up ball. The patient returned to the hospital 14 hours after the explant procedure due to a bowel obstruction and underwent an additional surgery on (B)(6) 2017 to relieve the obstruction. As reported, the patient had an eleven day hospital stay and continues to recover from the surgeries and has not fully healed. Addendum per medical record review: on (B)(6) 2008 - the patient was implanted with two bdi surgery / davol ventralex hernia mesh devices, one to repair a supraumbilical ventral hernia (mesh #1) and another to repair a incarcerated epigastric hernia (mesh #2). The operative report notes a large mesh (mesh #1) was placed into the defect, bought to the abdominal wall and secured in place to the phalanges with sutures of vicryl. The medium mesh (mesh #2) was "placed into the supraumbilical defect, sewn down to the surrounding fascia with interrupted sutures of vicryl and irrigated with antibiotic solution." On (B)(6) 2017 - the patient presented with mesh eroding through the umbilicus. The patient was taken to the or and underwent, laparoscopic exploration, lysis of adhesions (between omentum and the abominal wall) and mesh removal (mesh #1). The operative report notes "an incision was made at the umbilicus overlying the mesh (mesh #1). This was carried down to the subcu tissue. The mesh (mesh#1) was identified and removed." The patient was discharged on the same day. On (B)(6) 2017 - postoperatively, the patient developed significant increase in abdominal pain and was readmitted to the hospital. A CT scan was performed showing some suggestion of a small bowel obstruction. Conservative management was initiated and he improved significantly; however, he failed advancement of his diet and a contrast study was performed which suggested ongoing small bowel obstruction. On (B)(6) 2017 - the patient was diagnosed with a recurrent ventral hernia and underwent exploratory laparotomy, release of small bowel obstruction, repair of recurrent ventral hernia with a non davol biologic graft, debridement of the abdominal wall followed by placement of a wound vac. On (B)(6) 2018 - the patient had a postop follow up md office exam with indication that the patient showing progress with his abd wound healing and the patient stated he was feeling a lot better.